Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother called in to report hospitalization for high blood glucose levels ranging from 305 to 494 mg/dl. The customer experienced vomiting. It was stated that the customer's battery died and was not replaced, so the insulin pump stopped delivering insulin to the customer. The customer was treated by the doctor at the hospital. It was reported that the customer knew they were out of insulin but did not go to the store to get more. The product was not returned for analysis.